Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer's blood glucose level was running over 400 mg/dl. When she removed the infusions sets, she bled and left a red mark. The customer had a mini stroke on (B)(6) 2013 due to stress and was hospitalized. The paramedics were called. Her blood glucose level went up when she was at work. The device was not returned.